Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated lock-up in an integrated circuit. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope, had two separate pauses and ventricular asystole. The device was not pacing in either right atrial (ra) or right ventricular (rv) chambers. It was thought there was a device malfunction and the physician chose to proceed to implanting new generator. It was also reported there was suspected ventricular oversensing causing pacing inhibition. Sensitivity was decreased to prevent oversensing. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.